Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and found rust and fluid inside the collar wash valve. The fse replaced the collar wash valve to resolve the issue.

Event description:
The customer stated that their unicel dxc 660i synchron access clinical system generated three (3) erroneous creatinine (cr-s) patient results. The customer reported the results out of the laboratory but later amended. There was no indication of changes to patient treatment. Quality controls were reviewed and within established ranges at the time of the event. The customer also stated observing blank absorbance rate high and fluid underneath reagent compartment on their instrument. The leak was contained within the instrument. The operator wore gloves. No one was exposed to the leak.